Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The curved tip stapler instrument was analyzed and found to have a broken grip cable at the pivot tube. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) not reported by site: instrument was found to be broken at the joint assy. The rim of the shell was broken not allowing the pivot pin to remain seated in the joint. The components surrounding the broken joint did not exhibit abnormal sharp edges or damage that would have contributed to the shell breaking. The complaint regarding a broken wire from the tip was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.